Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 302809 and lot number 191020. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained microlance needle samples belonging to the reported lot number were obtained from the manufacturing facility for evaluation along with twenty bd syringes of material 303172. The retained needle and syringe samples were assembled by positioning the needle hubs on the syringe tips with a slightly rotational movement. None of the samples displayed any signs of defect; the needle hubs fit perfectly onto the syringe tips with no signs of leakage. Based on the investigation results, a definitive cause related to the needle manufacturing process could not be identified for the reported incident.

Event description:
It was reported that leakage occurred between the bd microlance¿ 3 hypodermic needle and syringe. The following information was provided by the initial reporter: "[product] spills between needle and syringe''.

Event description:
It was reported that leakage occurred between the bd microlance¿ 3 hypodermic needle and syringe. The following information was provided by the initial reporter: "[product] spills between needle and syringe''.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.